Event description:
Eleven months post index procedure the patient expired (2004). The cause of death was reported as cardiac. The relationship to the index device and procedure was reported unlikely. The primary and secondary cause of death as well as autopsy report has been requested to the reporter of this adverse event, however to date the infromation has not been received.